Event description:
According to the reporter, on (B)(6) 2017, during a laparoscopic hysterectomy procedure, the device was unable to fire, after connecting to the reload the stapler locked and did not fire. A new device was used in order to complete the case. No patient injury.